Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia and intermittent asystole with what appeared to be possible loss of ventricular capture. The right ventricular lead remains in use. No further patient complications have been reported as a result of this event.